Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 4mm x 2mm amplatzer piccolo occluder was successfully implanted in a patient. On (B)(6) 2025, it's noted that the patient had positive blood cultures showing yeast.

Event description:
Subsequent to the previously filed report additional information was received that the procedure was performed in a sterile environment. The 4mm x 2mm amplatzer piccolo occluder was not mishandled during device preparation or procedure. The occluder was delivered using a 4f amplatzer torqvue lp delivery catheter. Blood cultures were positive for candida glabrata, the patient had clinical signs of sepsis, tachycardia, episodes of apnea/bradycardia, and hypotension. The patient was administered fluconazole, micafungin, and required inotropic support with dopamine and norepinephrine. The cause of the yeast infection is unknown, but not believed to be related to the occluder. There was a prolonged hospitalization due to this event. No additional information was provided.

Manufacturer narrative:
It was reported that the patient had positive blood cultures showing yeast post 10 days piccolo device implant. The patient had clinical signs of sepsis, tachycardia, episodes of apnea/bradycardia, and hypotension. Reportedly, the cause of the yeast infection was unknown, but not believed to be related to the occluder. There was a prolonged hospitalization due to this event. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. Based on the information received, the cause of the reported infection could not be determined. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes added: h6 health effect - clinical code: 2067, 2095, 1751, 1914. H6 health effect - impact code: 4641, 4607.